Event description:
It was reported that the caller experienced an issue with the pump battery depleting too fast, leading to a pump shutdown. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer was advised to uninstall and reinstall the mobile app and monitor the battery depletion; they understood and acknowledged these instructions.